Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels and no delivery alarms. Customer's blood glucose value was 488 mg/dl at the time of the incident and 505 mg/dl at the time of the call. The customer was assisted with troubleshooting. The customer treated the high blood glucose with a manual injection. The reservoir will not return for analysis.